Event description:
It was reported there was an out of regulation (oor) code present. Impedance measurement was noted as ¿okay.¿ impedance testing and reprogramming was done. No product issue was noted. A different patient programmer was used. Patient status was noted as alive with no injury. There were no symptoms or complications associated with the event. It was reported the patient uses their programmer ¿a lot.¿ the patient has possibility to use interleaving stimulation and two different groups. Since the patient had gotten interleaving stimulation they had good therapy outcome. Follow up reported the problem with the oor comes and goes. Sometimes it is ok for a while then it shows again. The patient used to change their settings every day and had good effect now they ¿don¿t dare change it that often.¿ once the patient had problems and could not start the stimulator after turning it off. After this they were scared to use the functions too much. The patient also tried a new programmer but the problem persisted. Further follow up reported they tried pressing and feeling the implant from the outside and it was not inducing any problems. The health care professional is not able to reproduce the problem with the clinician programmer, only the patient gets the error code from time to time. The patient received a new patient programmer but it did not resolve the issue. It was noted it was stopping the patient from having optimal settings from time to time and from changing the settings. It was noted it was most probably the next step would be to make a replacement if no other solution is possible. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID 37642, serial# unknown, product type programmer, patient. (B)(4).